Manufacturer narrative:
(B) (4). The ge service rep replaced the x-ray tube and high voltage cable. He transferred the primary and secondary collimator to a new tube. He transferred tube housing sensor to new tube. The system operates as intended.

Event description:
The customer reported numerous tube arcs and requested replacement of x-ray tube and high voltage cable. No injury was reported.